Event description:
It was reported that prior to the implant procedure of the transcatheter bioprosthetic aortic valve a transvenous pacemaker was inserted within the patient in the catheterization laboratory due to the patient¿s pre-existing right bundle branch block (rbbb). During the implant procedure a complete heart block developed. The patient was completely dependent on the transvenous pacemaker. The pacemaker setting was vvi mode at 70 beats per minute. Intensive care unit (ICU) monitoring was required following the valve implant procedure. Unspecified diagnostic testing occurred. Following the electrophysiology consult a dual chamber permanent pacemaker was implanted later that evening. There were no procedural complications and the temporary transvenous pacemaker was removed. The patient was admitted overnight for observation and was to be discharged the following day. The complete heart block was reported as probably related to the implant procedure and the valve. The event was reported as resolved.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a   medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b7 corrected data: g1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.